Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "close door error message" was confirmed when loading a test set. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the loose mounting screws. The mechanism required to be removed and reinstalled to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed close door error message in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: a review of the event history log identified "shut door - power off!" Messages as evidence of the reported issue. Should additional relevant information become available a supplemental report will be submitted.